Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the reported right ventricular (rv) lead insulation failure and inside-out abrasion was related to a competitor product.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was "demonstrating failure." Further communication noted evidence for lead insulation failure and fluoroscopy revealed the lead to have an inside-out abrasion. The lead remains in use. No patient complications have been reported as a result of this event.